Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing. The patient was sitting in a vehicle as a passenger. Technical services (ts) review of the episodes indicates the signals look like sense b node noise that led to the inappropriate shocks, however, further in-clinic troubleshooting was recommended to confirm the cause. Programming recommendations were also provided. The s-ICD system remains in service. No additional adverse patient effects were reported.